Event description:
It was reported that the stretcher was creeping down while in use, internal bypass type leak, no signs of leaking fluid externally. There was a pt involved but there were no adverse consequences as a result of this event.